Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece was missing, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base was broken and missing. The complaint was confirmed by failure analysis. Additional observation: the instrument was found to have a broken conductor wire due to a damaged grip tip. The instrument failed the electrical continuity test confirming a complete break in the wire. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument's grasping tip was broken and about to fall off. There was no report of patient involvement.